Event description:
A healthcare provider (hcp) reported that there was no problem in the electrode check at the time of setting. But when using the device during thyroid tumor operation, "electrode off" error was displayed and there was waveform noise. There was no improvement even after adjusting the position of the intubation tube and re-connecting the cord. Once the power was turned off and restarted, the device did not respond at all this time. The product was suspended for use. The procedure was extended for 10 minutes. There was no patient impact.

Manufacturer narrative:
H3: analysis of the device electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were all out of specification. Under magnification, the adhesive was uneven and did not fully insulate the clamp shell and left the red with white stripe wire crimp exposed. Upon further observation, the red with white stripe ink trace had cracks and scratches beneath the adhesive insulation. In the returned condition, there was an out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: unique identifier (UDI) has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.